Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room at time of the call for high blood glucose of 496 mg/dl. Troubleshooting was performed. The daily totals were correct. Ran a fixed prime and high pressure tests and passed. No further information was provided.